Event description:
A pt underwent surgery for ovarian cancer. Five weeks post-op, wound drainage was noted. The wound was re-explored, during which abscess and sinus tract formation were noted along the suture line. Adhesions of the small bowel to the omentum and the abdominal wall were also noted. There was no suture breakage or knots untying. The suture was used for closure. The pt is doing well. Dr reports good experience with suture. Dr used sutures from the same box for several pts with just this one pt reaction noted. The dr thinks the reaction was probably due to idiosyncratic response of the pt.